Event description:
It was reported that on wednesday the patient had a ¿horrible pain¿ on her right rib cage and turned on her stimulation that night. After waking up on thursday morning the patient¿s implantable neurostimulator (ins) pocket site was painful ¿ whether the stimulation was turned on or off ¿ and friday morning the site looked red on the incision, though there was no swelling. Since then she had pain in the right side of her back when her stimulation was on. When the patient would lie down, she would feel stimulation in her right leg when she was supposed to feel stimulation on only the right side of her ribcage. It was noted the patient had not had any recent falls or trauma. The patient was having pain in the middle of her back and it was noted her leads were implanted on the right side of her ribcage, under her right breast. Additionally, the patient¿s programmer was not working until the batteries were changed. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).